Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer¿s blood glucose level was 270 mg/dl at the time of incident and current blood glucose was 303 mg/dl. The customer treated with multiple dose insulin. Customer stated that the drive support cap appears normal. The customer performed high pressure test and was failed and the alarmed motor error. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device received with minor scratched display window and case.